Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos). A bruise was noted at the pocket site and it was questioned if the shock could have caused the bruise. The right ventricular (rv) lead remains in use and will be monitored. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965 implantable pacing lead (B)(6) 2006; 5076 implantable pacing lead (B)(6) 2006; d224trk bi-ventricular defibrillator (B)(6) 2011. (B)(4).